Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. Since catalog# is unknown the 510(k) could be either k121057, k112119, k090140, k073374 or k061815. Summary of investigational findings: since very limited information had been provided and since the patients medical records are unknown at this time, it is unknown when and why filter was placed. Unknown if patient had any treatment/surgery during implant period. Fracture of the wire is a known risk in relation to filter implant reported in the published scientific literature. The exact reason for the filter fracture cannot be determined and nor can the reason for the retrieval difficulties, but there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description according to complainant: during a procedure not regarding the ivc filter, it was noted that a filter leg was fractured. The patient indicated that the ivc filter could not be removed. Patient outcome:unknown as information was not provided.

Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided; catalog#: unknown but referred to as a cook celect filter; expiration date: unknown as lot# is unknown. Unknown as information was not provided. Since catalog# is unknown the 510(k) could not be either k121057, k112119, k090140, k073374 or k061815. Unknown as lot# is unknown. Investigation still in progress.

Event description:
Description according to complainant: during a procedure not regarding the ivc filter, it was noted that a filter leg was fractured. The patient indicated that the ivc filter could not be removed. Patient outcome: unknown as information was not provided.

Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. Since catalog# is unknown the 510(k) could be either k121057, k112119, k090140, k073374 or k061815.

Event description:
Description according to complainant: during a procedure not regarding the ivc filter, it was noted that a filter leg was fractured. The patient indicated that the ivc filter could not be removed.